Event description:
It was reported that the right atrial (ra) lead exhibited undersensing that led to inappropriate pacing. The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.